Manufacturer narrative:
H3 other text : device not returned to the manufacture.

Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP device. The patient alleges the device is causing side effects of coughing and alleges the device is getting too hot along with a burning smell. The patient stated water and a little detergent is used to clean the device along with a soclean machine occasionally. Medical intervention was required, the patient went to the doctor for a consultation and received antibiotics for 10 days. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The previous report incorrectly captured the reported event as a product problem, and other as the outcomes attributed to ae. The event is a serious injury. Corrections have been made to the form box b: both, and the outcomes attributed to ae as other.